Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an episode of vt (ventricular tachycardia) was detected. Atp (anti-tachycardia pacing) therapy broke the vt, but post charge end two fast beats occurred resulting in the patient receiving a shock. The device remains in use. No further patient complications have been reported as a result of this event.